Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed a device design issue. A corrective action review has been initiated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the liquid of the otomimix leaked into the packaging before the item was unpacked. It looks like it leaked through the cap. There were no consequences to the patient. Attempts have been made and additional information on the reported event is not available at this time.

Manufacturer narrative:
(B)(4). G2: netherlands. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.